Event description:
It was reported that during transport, the ventilator would not deliver any volume breaths to the patient. No patient harm reported. The intubated patient was noted to have a dramatic increase in the etco2 from 40 to 70. All alarm values were set but the ventilator was not alarming. It was estimated that the patient may have been without ventilation for as long as 2-3 minutes. The patient's sats remained in the 90s. The patient was removed from the ventilator and bvett was performed with etco2 returning to 40.